Event description:
The customer reported high blood glucose and low blood glucose and the insulin pump alarmed blood glucose reminder. Customer stated that when he gives himself bolus he gets an alarm that reads blood glucose reminder and his blood glucose was high. Customer's blood glucose was 368 mg/dl. Customer declined to troubleshoot, advised the customer the blood glucose reminder has nothing to do with having high blood glucose. Assisted the customer to clear the alarm and turn off the feature. Customer mentioned that sometimes he wakes up with low blood glucose of 50 mg/dl. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.